Manufacturer narrative:
The customer was provided with the binaxnow covid-19 reagent safety data sheet (sds). The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported that she mistakenly used the extraction reagent from the binaxnow covid-19 ag card as her eye drops on (B)(6) 2021. The customer confirmed there was no harm due to the event. She washed her eyes wtih water. Additionally, the user confirmed that she would follow up with her doctor/healthcare provider.

Manufacturer narrative:
Investigation report: no additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 ag card and captured within the product's risk management file. The product will be monitored and tracked. In conclusion, abbott diagnostics scarborough has deemed the investigation complete.